Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the image issue could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation. The additional evaluation findings were as follows: the instrument channel was leaking, the bending section cover glue had a crack, the biopsy channel was leaking with continuous bubbling coming from the tip, the image is foggy (not okay after aeration), the ultrasound medical image had three (3) broken elements and the adhesive fluid was dry, the control body adhesive fluid was dry, the image guide holder was corroded, the scope connector had a loose back cover, the investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the bronchofibervideoscope had a dark image. The issue was observed during preparation for use for an unknown procedure. There was no patient harm or user injury reported due to the event.